Manufacturer narrative:
No resistance or insertion difficulties were encountered with functional testing of the returned prowler microcatheter and a lab sample guidewire and orbit system. It is not known if patient vessel characteristics contributed to the reported insertion difficulties. In order to maintain lubricity of the inner lumen of the microcatheter, the IFU instructs that a continuous flush must be maintained. The flush rate must be monitored after introduction of other products into the microcatheter to ensure that an adequate flush is maintained. It is not known if this procedural factor contributed to the resistance encountered with insertion of the orbit coils into the microcatheter. It is not known if the kinks found on the returned system were due to the resistance or if the kinks contributed to the resistance. No definitive conclusion can be made regarding the cause of the difficulty inserting the orbit coil into the microcatheter. It is possible that damage noted on the returned coils occurred as a result of the insertion difficulties. It is also possible that the damage may have occurred during the handling and packaging of the product for return. Unit #1 had multiple kinks along the delivery tube and support coil. Introducer was received zipped and mounted on delivery tube. Coil was received attached to the gripper and tangled. Coil had some opened loops. ID of delivery tube was found within specification. No functional test could be done due to received condition. Manufacturing records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged units and coils before leaving the facility. Cause of the damaged unit and coil could not be conclusively determined. Failure could not be confirmed. This is one of two units used on the same patient. MFR report#1058196-2007-00020, MFR report #1058196-2007-00021.

Event description:
This patient was undergoing coil embolization within a large wide necked (20mm) middle cerebral artery (mca). A total of 33-35 coils were placed using non-cordis and cordis orbit coils. Resistance was encountered inserting the orbit coils through the first prowler plus select microcatheter (mc) and they were impeded at proximately 10-15cm within the mc. After attempting to use 2 size 15 coils they exchanged mc (prowler) with another prowler mc and completed the procedure successfully. The coils were removed one at a time and the mc was exchanged over a guidewire without loss of target site. A second prowler plus select mc was used and subsequent coils were placed through the mc successfully. There was no adverse consequence to the patient. A review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. The returned coil was tangled and had open coil loops.